Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. Analysis indicated that a fluid pathway leak was observed on the delivery system. The delivery system tether was broken/cut/pulled apart. Blood was observed on the recapture cone of the delivery system. The analyst noted that the delivery system was returned with the device attached. Visual analysis found dried blood on the device and in the distal sheath. Observation of the handle found the tether lock button in the locked position with the tether retaining pin not placed in the handle but hanging from the tether line. The tether line was cut from one side of the tether pin. Articulation curve could be applied. The analyst found dried blood in the flush port inlet, turret and outlet tubing. When performing the flush test with the "tether lock" in the locked position the analyst observed water flowed only from the inner tubing exiting the proximal end of the handle. After using alcohol to soften the dried blood in the distal sheath so the device could be released from the distal sheath, the analyst performed the flush test again, this time observing water flowing from the distal end of the device and the inner tubing exiting the proximal end of the handle. The analyst could successfully deploy and recapture the device. Visual analysis of the recapture cup found dried blood in the cup. Destructive analysis was performed on the handle. The analyst observed that when the flush test was performed with the "tether lock" in the locked position water flowed through the distal end. Water also exited the proximal end of the handle (male luer) and the tether lock mechanism. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) delivery system wouldn't flush. A different system was used instead. The product was returned and tested out of specification. No patient complications have been reported as a result of this event.